Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch is unknown. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. H3 other text : see section h.10

Event description:
It was reported that the plunger was loose and fell out of the ultrasafe x100l png clear nvs stein when it was pulled from the packaging, and the medication spilled out. The following information was provided by the initial reporter: "pt said device is damaged-plunger was loose, and when he pulled it out of the pkg, the plunger fell out, and the meds spilled."

Manufacturer narrative:
Date of event: unknown. 4. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k011369; PMA / 510(k)#: k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger was loose and fell out of the ultrasafe x100l png clear nvs stein when it was pulled from the packaging, and the medication spilled out. The following information was provided by the initial reporter: "pt said device is damaged-plunger was loose, and when he pulled it out of the pkg, the plunger fell out, and the meds spilled".